Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a complete se stent to treat an external iliac artery. No excessive tortuosity. Lesion was predilated. The device was used as per IFU. No issues noted before the device was used. It was reported that after the stent was deployed in the external iliac artery and upon removal of the catheter, the tip of the catheter broke off and remained in the body. No resistance was noted during removal of the device. The problem was detected when the catheter was completely out of the sheath and it is reported that the detachment occurred some time during the withdrawal of the device. There was no surgical or procedural intervention required. No patient injury reported.